Manufacturer narrative:
There was no device available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported patient symptoms are a known risk associated with implant of these devices as indicated in the instructions for use. Based on the information available, a conclusion code of known inherent risk of device was assigned to this investigation.

Event description:
It was reported that the patient had recently been admitted to a hospital for cardiac issues. While in the hospital emergency room (ER), the patient expressed issues with having to urinate. The patient was distressed, and the ER team did not know how to deactivate the artificial urinary sphincter cuff. Due to the patient extreme need to urinate, a catheter was put in with the cuff activated. This caused massive amounts of erosion around the activated cuff. During a revision surgery with a perineal approach, the physician saw that the cuff was floating and not wrapped around the urethra which was severely damaged and atrophied. The cuff was removed and the tubing to the pump was plugged. The physician was able to stitch the urethra back together. The patient still had a catheter placed. The physician will be closely monitoring his urethral health to see if in the future a new cuff can be implanted.